Event description:
The customer states that the screen is frozen. The customer reported that the unit was not in use on a patient. The customer contacted product support and requested a service repair. The authorized service personnel (asp) replaced touchscreen lcd assembly. Reassembled. Part replacement did not solve the problem. The touchscreen was still not functioning. Scheduled a follow up visit and ordered a power management (pm) pcba along with user interface (ui) to power management (pm) ribbon cable. Further information is pending.

Manufacturer narrative:
The touchscreen assembly and user interface to power management cable assembly (assy, cable, user intf to pwr mgmt, v8000) were returned for analysis. Visual inspection of both parts revealed no evidence of damage or contamination. The returned touchscreen and cable assemblies were assembled into a fi user interface assembly to verify & test its functionality. For the touchscreen, all electrical testing was in specification, but there were unresponsive regions all over the touchscreen that were not responding to touch. This failure was caused by the manufacturing process leaving dead spots on the screen. There was no fault found on the returned user interface to power management cable assembly.

Manufacturer narrative:
The lcd, user interface assembly and power management (pm) pcba were returned for analysis. Visual inspection of both components revealed no evidence of damage or contamination. The lcd, user interface assembly and pm pcba passed all testing. The customer complaint of the display screen being frozen could not be duplicated. There were no faults found on the returned lcd user interface assembly and pm pcba.

Manufacturer narrative:
The authorized service personnel (asp) replaced the touchscreen panel to address the reported issue. The (asp) restored unit to working condition. Performed required testing and verification.